Event description:
It was reported that the physician commented that the screw of the pacemaker was fragile, and could have easily broken. The device was not implanted. No patient complications have been reported as a result of this event.